Event description:
Subsequent to previously filed report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, the proglide device was not deployed and was noticed to have a loose link upon handling without having contact with the patient. Two new proglide devices were attempted to achieve hemostasis; however, hemostasis was not achieved. A non-abbott device and manual arterial compression were used to achieve hemostasis. No imagining of the access site was performed prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose link was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported loose link appears to be related to mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem; b2: outcomes attributed to ae; b5: describe event or problem; h1: type of reportable event; h6: medical device problem code - 1562 and 2017 removed; h6: health effect-impact code - 2199 removed.

Manufacturer narrative:
The device was returned for analysis. The reported loose link was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported loose link and treatment appear to be related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code: 2645 removed.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that it could not be confirmed if the proglide device had actually been inserted over the guide wire prior to the loose link being noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, a proglide suture break was noticed. Two new proglide devices were attempted to achieve hemostasis; however, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. No imagining of the access site was performed prior to proglide use. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.